Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the nurse that during surgery the screwdriver is broke. The top of the screwdriver was damaged while inserting the screw. The broken pieces were retrieved. The hospital had another me set and there was a screwdriver which fit our screws to end surgery successful

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional forces during clinical application, as confirmed by the transverse pattern of the tip breakage. No signs of rust have been found. Given the nature of the returned device, a dimensional and functional inspection could not be performed. The instruction for use (90-01972 rev e 01-2014 asnis micro instruments IFU_lowres) was reviewed and the following applicable warnings have been identified: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker. Special comments for application only use an instrument for its intended purpose. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. Warnings and precautions all instruments and implants should be verified for proper function prior to each clinical use. The user must be familiar with the state-of-the-art and the instrument and implant function prior to clinical application. " careful handling and storage of the product is required. Scratching or damage to the instruments can significantly reduce the strength and fatigue resistance of the product." Please note that this problem has been reported through potential (B)(4) and is now addressed by (B)(4). A design change will be implemented in order to improve the strength of the tip of this device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the nurse that during surgery, the screwdriver is broke. The top of the screwdriver was damaged while inserting the screw. The broken pieces were retrieved. The hospital had another me set and there was a screwdriver which fit our screws to end surgery successful.